Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer? 21st may 2021; section h3: evaluated by manufacturer? Yes. Device evaluation: the pcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod were observed, in advanced position and residues of viscoelastic material was observed on the cartridge. The cartridge tip was observed deformed. The lens was returned outside the device and cut in two pieces. Residues of viscoelastic material was observed, on the lens pieces and one of the haptics was observed detached. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter phone: (B)(6). Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported from surgeon an incident involving an intraocular lens, implanted in a patient's eye. After lens was unfolded it was evident that the trailing haptic had been torn off during insertion. When cartridge was inspected, part of the haptic could be seen still inside. The surgeon had to cut the lens and remove the piece. Then had to remove the lens form the patient's eye and enlarge the wound. Sutures were applied. No further information available.